Event description:
It was reported that an ilet user experienced a dexcom g7 pairing failure with the ilet, after which support guided the user to toggle the cgm selection from g6 back to g7 and restart the sensor, and the user was instructed to wait for readings to resume. Symptoms included loss of cgm data display on the ilet. Outcomes included temporary interruption of glucose readings without injury, medical intervention, or hospitalization. Investigation included technical troubleshooting and user education regarding proper cgm pairing workflow and sensor restart. Investigation of this case revealed a pairing communication issue between the ilet and the dexcom g7 cgm that was resolved through reconfiguration and sensor restart, consistent with user interface or connectivity interaction. It was concluded, based on previously established findings for similar reports, that the cause was use-related or transient connectivity error.